Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the unit was unable to seal (there was a sound of seal completion, but there was no evidence of energy supply). The device was connected to the generator and was replaced by another device and it worked fine. There was no patient injury.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the unit was unable to seal, there was a sound of seal completion, but there was no evidence of energy supply, and an error occurred. No bleeding was observed. The device was connected to the generator and was replaced by another device and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: a3a, b5, d9, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.